Manufacturer narrative:
(B)(4). Concomitant medical products: biomet cc cruciate tray 71mm, catalog#: 141233, lot#: j100901001, vanguard cr ilok fem-rt 67.5, catalog#: 183010, lot#: 958640. Customer has indicated that the product will not be returned to zimmer biomet for investigation since it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, it is alleged that patient is experiencing instability and pain. No revision procedure has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that, the product reported was not associated with the reported, the initial report was submitted in error and needs to be voided. This event will be reported on 0001822565-2019-02269.

Event description:
Upon reassessment of the reported event it was determined that, the product reported was not associated with the reported, the initial report was submitted in error and needs to be voided. This event will be reported on 0001822565-2019-02269.